Event description:
According to medical records received from the explanting surgeon, the pt was brought to the hosp emergency room on december 5, 1996, with acute mitral valve dysfunction. An echocardiogram showed missing valve disc movement with highly fluctuating volume from the left ventricle into the left atrium. On the night of december 5, 1996, the pt underwent mitral valve replacement. The post-operative course included insertion of an intra-aortal balloon pump, administration of high doses of catechlolamines, and onset of respiratory failure. The pt passed away in the early morning hours of december 6 due to cardio-circulatory failure.